Event description:
Rn removed remicade out of chemotherapy drug bag and noticed that remicade filter and IV tubing were disconnected. The chemotherapy drug bag was dry. Pharmacy was notified and the remicade IV bag was returned to pharmacy. Pharmacy remade the remicade infusion bag with a new IV line.